Manufacturer narrative:
Only a portion of the lens was returned adhered by blood and solution to the serialized side of the fully assembled lens case. Blood and solution was dried on the lens. The optic was torn/split/cracked and cut into two portions, typical of insertion and removal. No cartridge was returned for evaluation. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The lens was not returned in a cartridge as described. Only a portion of the lens was returned adhered by blood and solution to the serialized side of the fully assembled lens case. Lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of what appears to be surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. No cartridge was not returned for evaluation. Associated products were not provided. It is unknown if qualified products were used. The use of non-qualified products may result in lens delivery difficulties and/or lens damage. Due to varying material properties, the use of non-qualified viscoelastic may result in lens delivery difficulties and/or product damage. Information was provided in the file that the facility is "unwilling/unable to follow up". There are no other complaints in this lot. Investigation has been completed based on current information. No further action warranted at this time. Based on our current tracking, there are no adverse trends for this reported complaint and based on the findings the residual risk remains unchanged and at an acceptable level. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, an intraocular lens (iol) was found torn in the course of injection. It may have got caught in the injector but is still uncertain. The surgery was completed after replacing the product with another one.